Manufacturer narrative:
The manufacturer has requested the treatment data files related to the reported event, but they were not available. The triggered alarm could not be confirmed. The machine was inspected by the facility's biomed. The reported condition could not be duplicated. The machine was returned to service.